Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized due to low blood glucose levels, with a reading of 64 mg/dl. The customer stated that she has experienced low blood glucose levels for the past two months. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer stated that the insulin pump has not been exposed to high magnetic fields. The reservoir volume was accurate as well. Nothing further was reported.